Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact. No damage could be found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analysed. A space line was inserted and a rate of 285ml/h about 3 hours was selected. The infusion started and one hour later, the pump stopped by an upstream alarm. The line was extracted, and the pump switched off. No other abnormalities were found. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). 2.6 the device was disassembled, and the inside was investigated. The device was slightly dirty but no visible damage was found inside the device. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" according to the customer: "infusomat space pump involved in a patient incident on (B)(6) 2021, time stamp on incident is 13.15 in the oncology ward. The following was noted by staff on (B)(6); patient rang call bell as IV pump was alarming 1 hour after rcc transfusion commenced. Staff noted that unit of blood was empty and had been transfused. Bag was prescribed over 3 hours. Vital signs checked, reported incident to sho logo on ward who examined patient. Reported incident to cnms on duty and called haemovigilence to report same. Vital signs continued to be monitored, fluid balance chart maintained. IV pump removed from room. Patient reports feeling well, advised him to use call bell if he begins to feel unwell. Primary team informed. Reporter asked if service team can download the details around infusions on (B)(6) 2021 and check pump for accuracy. No patient injury/harm."